Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 400 units of cold insulin, and the customer did not complete the air removal step of the load process. The customer's blood glucose level was 175 mg/dl. The customer confirmed that a new cartridge would be loaded onto the pump.